Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels in (B)(6), and treated by the paramedics in february and may. The customer did not remember the exact dates, but stated that her blood glucose was 30 mg/dl when hospitalized. The customer stated she was dehydrated, stayed for four hours, then was released. In february, the customer stated she had just finished eating dinner and was sitting on the couch. All she remembered after that was the paramedics standing over her. The customer's blood glucose was 30 mg/dl at that time. In may, the customer was walking her dog when she suddenly experienced low blood glucose levels. The paramedics were called, and her blood glucose was 33 mg/dl. The customer stated that she fell and broke her ankle. The customer declined to troubleshoot at this time. Nothing further was reported.